Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulty occurred. The 80% stenosis lesion was located in a moderately tortuous and non calcified mid left anterior descending artery. The lesion was predilated and a 3.5x12mm liberte stent was placed. A 2.5x8mm liberte bare metal stent was then inserted but was unable to cross the lesion. When the physician attempted to remove the device, resistance was encountered. The physician then opted to deploy the stent, which was implanted superior to the lesion. No further intervention was performed. No patient complications occurred.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.